Manufacturer narrative:
(B)(4). A carefusion technical support rep. Discussed the reported event w/a user facility rep, including the settings on the device at the time of the event. The carefusion technical support rep explained to the user facility representative that the pressure support setting of 4 may not have been appropriate for this particular patient and that a higher setting may have been more appropriate. The user facility representative stated that they would send the device to their biomed dept. To be looked at.

Event description:
The user facility reported that while in use on a patient the device was intermittently alarming "circuit occlusion". There was no patient harm reported.